Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to perform detect and treat test) was confirmed. As received, the belt failed incoming functional testing. Upon evaluation, pin 2 of esd700 in the electrode belt distribution node was shorting to ground. The cause for the test failure was the shorted pin. The root cause for the shorted pin cannot be positively determined. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) was unable to perform the detect and treat test.